Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 7-in pressure rated set w/ maxplus experienced leakage. The following information was provided by the initial reporter: I have a site in wi asking questions about bd max plus pressure rated extension set. They provided me with lot # 20056047, but nothing else. It sounds like they have has over 3 events in CT, ed, and nuc med. They are noticing leakage from the attached needless connector. The one innuc med resulted in a nm spill. Items had to placed in a vault as a result. The corresponding product number. Mp5303c. What type of angio catheters is being used? I will have to refer to (B)(6) for the ER, we are using 20 or 18 bd insight. Is any other product being used when you have failure? Additional tubing? We use the injector tubing. What type/model of CT injector system are using? Exam: chest pe. Date: 8/30.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review for model mp5303-c, lot number 20056047, was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Event description:
It was reported that the 7-in pressure rated set w/ maxplus experienced leakage. The following information was provided by the initial reporter: I have a site in wi asking questions about bd max plus pressure rated extension set. They provided me with lot #20056047, but nothing else. It sounds like they have has over 3 events in CT, ed, and nuc med. They are noticing leakage from the attached needless connector. The one innuc med resulted in a nm spill. Items had to placed in a vault as a result. The corresponding product number. Mp5303c. What type of angio catheters is being used? I will have to refer to yvette for the ER, we are using 20 or 18 bd insight . Is any other product being used when you have failure? Additional tubing? We use the injector tubing. What type/model of CT injector system are using? Exam date chest pe 8/30.